Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Field service observed there was a controller error present in the logs during service. This alarm was triggered during the setup of a case using the impella cp. The console was investigated. The logs revealed there was a loss of communication to the optical bench given a controller error alarm was triggered. This presented issues getting through the case start procedure. The user attempted to disconnect the pump but it was not recognized. An emergency shutdown had to be performed to turn the console off. The console was tested thoroughly on an engineering bench, but the failure mode could not be reproduced. There were no optical bench-related alarms triggered during more than 24 hours of testing with an optical pump simulator and purge. The root cause of the controller error could not be determined because the failure mode was not reproduced during testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. There was no reported patient involvement.